Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed use residue on the sample. The catheter was attached to the connector assembly piece and the distal valve was present. A functional testing of flushing the catheter with water using a 12ml syringe was performed. A leak was observed at the 40cm depth marking. A microscopic observation of the leak site revealed a split with a rough and uneven fracture surface. The edges of the split were observed to be partially rounded, with some irregular and rough areas. Minor damages on the catheter¿s outer wall were also observed around the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported patient came in for a disconnection of chemotherapy infusor bottle from groshong PICC line - white powder noted underneath dressing - infuser bottle half emptied. PICC line removed and found to have a small fracture in the line, approx 3 cm up the line. Patient was not harmed.